Event description:
Possible infection of device. High rv threshold on (B)(6) 2024. High rv threshold (B)(6) 2023- earliest identified on rv threshold graph. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5155328.